Event description:
Dealer advised end user stated he was receiving no air and panicked and checked all connections and nothing was loose or disconnected so he started using his portable unit and then called dealer to come and look at unit to replace or repair, end user then called provider back and advised to cancel the call and he was going to the hospital, end user stated he was given oxygen at the hospital and was fine, spoke with tech, rental unit, no injury, dealer could not provide any further information.